Manufacturer narrative:
No product samples or videos were returned for investigation. Images were returned which appear to show fluid accumulating at the base of the clave attached to the port on the cassette. The lot history could not be reviewed as no lot number was provided. The reported complaint can be confirmed. A probable cause cannot be identified based on the information that has been provided.

Event description:
The customer reported that a primary plum set had a leaking clave on port b. This occurred during infusion. There was patient involvement and delay in critical therapy, but there was no serious injury or death, no blood loss, no adverse operator consequences, there was unprotected chemo exposure.